Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(4) implanted: 2013-(B)(6) explanted: product type catheter product ID 8782 lot# serial# (B)(4) implanted: 2017-(B)(6) explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was admitted to the hospital on 2017-(B)(6) recovering from superficial posterior incision site infection which resulted from an extensive thoracolumbar surgery. It was noted the patient "on status post hospitalization." The patient reported variability in their chronic pain due to their continued surgical recovery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's tunneling back incision infection had completely resolved per patient, and they will follow up with a hcp to discuss the patient's pain pump therapy options (explant, replacement, versus retrial). The event status and the actions taken were unknown. The patient's weight was (B)(6) pounds. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(4) implanted: 2013-(B)(6) explanted: product type catheter product ID 8782 lot# serial# (B)(4) implanted: 2017-(B)(6) explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported that no MRI was performed and the patient was not seen on this date for evaluation.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID: 8782, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the tunneling back incision infections were not relevant to reported pump motor stall and were not related to device/therapy or procedure. It was also noted that the extensive thoracolumbar surgery was not related to the device, therapy, or procedure.